Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with inappropriate shocks and x-ray showed that the leads were twisted around the generator (twiddler¿s syndrome). The rv lead and competitor atrial lead were dislodged. Physician was unable to retract the helix of the rv lead during lead repositioning procedure, so the lead was explanted and replaced. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
A partial lead with the distal portion measuring 48.4 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.